Event description:
It was reported that during review of merlin. Net transmission, several vf and nsln episodes were recorded. Upon review of the episodes, it appeared that vf was being treated appropriately when intermittent undersensing of fine vf occurred. The fine vf was classified as nsln therefore therapy was withheld. Transmission was done and the freeze capture from time showed pacing and no capture. It was later reported that the patient died at same time.

Manufacturer narrative:
Additional investigation indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The physician does not have any allegation of a device malfunction.